Event description:
The facility's nurse manager reported an incident in which a pt stopped breating while receiving morphine via an I-pump. The physician's order for the pca dose was 1mg with an interval of 10 minutes, 1 hour limit of 8 mg, if ineffective, increase the pca dose by 2mg with an interval of 8 minutes. The pt was on a standard dosage of the time of the incident. Dextrose 5% in 0.45 normal saline, 1000ml potassium chloride 20meq was infusing at 125ml/hr. At 0325 the pt was noted to have periods of apnea, was non-responsive, and their color was starting to get dusky. The morphine was stopped and a "code blue" was called. Narcan, 0.4mg/1ml injection was given and the pt was "bagged." The staff put a ventimask on the pt and their color improved. Staff was then intubated. At 0430 the pt was alert, responding well, no distress, and transferred to the ICU. According to the nurse manager, the pt was dischanrged in 02/05 and was "ok".